Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, both devices did not form staples properly, there was also an incomplete staple line. They were also hard to unload. It was also reported that the second device locked on tissue. They had to use an energy device to remove from tissue. The staple line was fixed by suturing.